Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during interrogation an error message displayed informing the user to save the device image. After saving, the diagnostics were not available. The lead impedance measurement was high. The device was reprogrammed and remained implanted.